Event description:
It was reported that the patient developed an infection of the pump wound following device implant. Examination and palpation on (B)(6) 2014 showed the pump incision was not well approximated, with erythema and serosanguineous drainage. The patient was prescribed oral clindamycin 300mg four times daily for 7 days. Examination and palpation on (B)(6) 2014 showed the erythema improved but there was still some drainage. At this time the patient was to start utilizing an abdominal binder several times a day. Examination and palpation on (B)(6) 2014 showed the patient was well healed, posterior and anterior incision, with no signs of infection or drainage from the site. The redness associated with the pump incision was also better. The patient resolved without sequelae on (B)(6) 2014. The device system delivered morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).